Event description:
It was reported that the device had given an alert twice within one month for low hv lead impedance check. An attempt to perform dft test failed due to possible circuit damage. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.